Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a low power alert occurred and the pump shutdown. Reportedly, the battery had a good charge before the pump shut down. When the pump was plugged in, gauge went from 0% -70% immediately. There was no impact to the customer's blood glucose level. Customer reverted to insulin injections for management of blood glucose levels.